Event description:
A customer reported that their pump was experiencing fast battery depletion and was not holding charge. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the device is not being returned as it is no longer under warranty.